Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders were not transmitting from electronic privacy information center (epic) to pyxis across all stations, impacting all medications and preventing users from viewing medication names the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. A technical support specialist (tss) accessed the server, identified pending messages through site down query, confirmed carefusion coordination engine (cce) was active, restarted bd external messaging and external inbound processor services, and verified all messages processed successfully. Sample patient admission was confirmed in patient encounter system (pes), and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.